Event description:
It was reported that within a couple days of implant, the right ventricular (rv) lead exhibited high thresholds and a loss of capture, except when programmed to high outputs. Additionally, pacing spikes on the left ventricular (lv) lead were noted, but no output was seen on the lv. The device header was examined via x-ray, and no anomalies were noted, and the lv lead appeared to have been in the same position since implant. The device was explanted and replaced, and during the replacement procedure, the physician attempted to reposition the rv lead, but was unsuccessful. The rv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The exposed defib and superior vena cava (svc) coils were kinked/buckled and distorted (pulled/stretched/overstress). The outer insulation and the outer tubing overlay were breached/cut, and a blood ingression was noted on the outer tubing overlay. Blood was found on the distal end of the electrode, as well as the distal conductor. The lead exhibited apparent explant damage. Concomitant products: 4196 implantable pacing lead - 2012 (B)(6); 4076 implantable pacing lead - 2012 (B)(6). (B)(4).